Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. The set screw was loose/detected.

Event description:
It was reported that during an implant attempt that when inserting the right ventricular lead pace/sense portion into the device header that it was difficult to connect. Specifically, when placing the wrench in the gromment to tighten the set screw it would shift above/below the set screw; thus not engaging within and not allowing the setscrew to tighten against the lead. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.